Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the explore; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the representative from the clinic disconnects the patient calling to report that patient arrived for scheduled disconnect and pump cassette has approximately 40-50 ml remaining. Pump settings reviewed. Res vol: 0ml, rate: 2.2 ml/h, given: 100 ml. Pump under infused the medication. No adverse patient effects were reported by the customer.